Event description:
It was reported by repair work order that the scale was inaccurate as the scale module was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.